Event description:
It was reported that a patient implanted with an impella cp experienced access site bleeding that could not be controlled. The pump was explanted. After removal, there was some bleeding and a drop in blood pressure, but after hemostasis, blood pressure remained stable. The puncture site was stopped with a percutaneous transluminal angioplasty balloon from the contralateral side and vascular treatment was performed surgically. No decrease in blood pressure was observed, but there were signs of hypoperfusion. The patient in this case was large and had a lot of fat, so there was resistance during insertion of the peel-away sheath. The gap between the sheath and the dilator became caught, creating a larger gap, which likely led to a larger puncture hole than usual. This likely resulted in a larger gap with the repositioning sheath, preventing the bleeding from stopping.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The cause of the injury is most likely patient condition related since the patient in this case was large and had a lot of fat, so there was resistance during insertion of the peel-away sheath. The cause of the hypotension was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.